Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with vegetation notes on the tricuspid valve. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.